Manufacturer narrative:
Voluntary medwatch report received: mw5166967.

Event description:
Voluntary medwatch received states that the low voltage lead was capped due to product performance issue. There were no patient consequences.